Event description:
It was reported that a pump under infused medication to a patient. The device was programmed to deliver chemotherapy at a rate of 999ml/hr. The customer stated that when the pump alarmed infusion complete, 200ml of fluid remained in the IV container. The medication was delivered as a secondary infusion with a primary infusion of saline.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.